Event description:
The patient reported experiencing difficulty maintaining communication with his ipg via the charging system. The patient has lost approximately 100 pounds and the ipg appears to be shallow. A replacement charging system was sent to the patient, however the issue persisted. The sjm representative met with the patient and the patient revealed he had not charged his ipg in more than 30 days. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.